Event description:
I had a breast augmentation, silicone implants above the muscle. A month after I noticed my energy was still not normal and felt awful. Went to my general physician and they said stress and didn't look to much into it. A year later getting noticeably worse, I switched dr and tested me, and it came back with sjogrens and lupus. I am now on plaquenil trying to deal with it.